Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in drain of treatment. Upon removing the tubing set, fluid was noticed inside the cycler and dripping down the cycler. Pt did not received any prophylactic antibiotics and has had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed, however the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of event. An investigation of the device mfg records was conducted by the MFR for the lot identified. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.